Manufacturer narrative:
Qn#(B)(4).the customer returned (B)(4) unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with (B)(4) staples remaining in the cover block, indicating that at least (B)(4) staple was fired by the end user. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. On the next attempt, a staple fired but was unable to form properly. However, no more staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. An nc has been initiated by the manufacturing site to further investigate this issue. Additional testing was not required as a part of this complaint investigation. The device history review for the product visistat 35r (B)(4) /box lot# 73b2200288 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A nonconformance has been initiated by the manufacturing site to further investigation misfire/jamming complaints for visistat. The reported complaint of m isfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the (B)(4) staple appeared to be misaligned. Upon functional inspection, the misalignment of the first staple prevented the remaining staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing (B)(4) staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the staples were jamming.

Event description:
It was reported that the staples were jamming.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.